Event description:
It was reported that during an ladg procedure, the max button did not work properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.